Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 10-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to issue medication. A technical support specialist (tss) found in medbank myqlink (mql) items that the item was assigned to sync cabinet but not assigned to cabinet adult (ns) and the mql transactions showed that the bin 05 13 was destocked by the system. The tss guided the customer in the cubex application through opening drawer 5 in cubie admin screen, found in cubie admin screen a non-assigned cubie in bin 05 13, then guided the customer in cubie admin screen through releasing the cubie from pos 14 and had the customer insert the cubie back in the same spot: a non-assigned cubie was detected inserted in bin 05 13. The tss then advised the customer to have the cubie sent back to bd as faulty and to fill the item using a new brand cubie. The customer also informed the cubies were filled directly at the cabinet and requested to open the faulty cubie lid to remove the medications. The tss then opened in tester application the cubie lid for the customer to remove items and guided the customer in cubie admin screen through releasing the cubie from pos 14. The customer informed there was no apparent damage nor visible debris in the spot in the cabinet, informed that would come back later to the cabinet with the cubie to fill case and gave permission for case closure. The system functioned as intended after technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower user was unable to issue sertraline 100mg from adult (ns). Although the medication was stocked in drawer 5, it does not appear as available to issue. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.